Event description:
It was reported a button on the infusion device does not function. The infusion device was sent to a hospital in (B)(6) 2012 and was not sent to the affiliate until (B)(6) 2013. The infusion device was shipped to the manufacturer on (B)(6) 2013, and additional information will be submitted when the evaluation is complete. No further details are available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. All tested features met the specifications. All buttons were tested successfully.